Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2018 at 12:01 pm due to a high blood glucose of over 800 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for high blood glucose via insulin drip. The customer had a bacterial infection leading to the hospitalization. The customer reported having an infusion set with a smaller cannula than usual. Troubleshooting was provided. The insulin pump will not return for analysis.